Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing became disconnected at the site location during the night. The site location was probably on the left side of patient's abdomen and the pump was located on the same side in relation to the site. Moreover, the infusion had been used for 12 hours as guessed by the patient. Reportedly, the infusions were stored in the closet of her house. There was stress or pull on the tubing that might have toss and turn all the night. The pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 160mg/dl. No further information available.